Manufacturer narrative:
On mar 27, 2018 we received the following update: the surgeon revised the antibiotic spacer and implanted permanent implants on (B)(6) 2018. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 november 2017. (B)(4).

Event description:
The patient came in due to signs of infection 3 months after primary. The patient was (B)(6). The surgeon revised all medacta hardware successfully.